Manufacturer narrative:
Review of two still angio images during the secondary intervention confirmed that the patient had a talent aaa stent graft system im planted. The bifurcate was about 13 mm below the lowest right renal artery. The contra gate opened on the right side. The contra limb was placed into the gate with 2 cm overlap and extended distally into the right common iliac artery. Per the calibrated catheter, the proximal talent bifurcate stent graft od measured ~23 mm; l-r. The neck flow lumen diameter just below the renals measured approximately 21 mm; l-r. The infrarenal aortic neck was angulated ~ 70 deg l-r to the limbs; relative to the flow divider. Injection of the contrast showed that the contrast was filling the aneurysm sac from the proximal type I endoleak. The endurant cuff was then seen implanted just below the lowest right renal artery into the talent bifurcate. Multiple aptus anchors were observed being implanted into the proximal bifurcate and aortic neck. Injection of the contrast showed lessor amount of contrast on the left side of the endurant cuff; the proximal type I endoleak was significantly improved. Both renal arteries and the limbs were patent. No other obvious stent graft issues were seen. Pre-implant films and sizing information were not provided. The original implant location of the talent bifurcate was not provided. The exact cause of the proximal type I endoleak could not be conclusively determined from the two still images provided. It is possible that the patient anatomy, ~70 deg angulated neck (off label) may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck was approximately 21mm in diameter and the neck angulation was approximately 70 degrees. It was reported that recently a proximal type I endoleak was identified. The physician performed an intervention and implanted an endurant ii cuff however, the endoleak was still present. Four aptus endoanchors were implanted and on the final angiogram, a slight type ia remained. The patient will be monitored. Per the physician, the cause of the events are unknown. No additional clinical sequelae were reported.